Event description:
It was reported that a pump experienced system error 105. It was also reported that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit received inoperable per reported symptom of "system error 105" alarms caused by failed I/o pcb. The failed I/o pcb was replaced.